Event description:
Following successful deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral device, an occlusion balloon was used to balloon the proximal and distal device ends. During ballooning of the distal end, the ipsilateral limb portion did not expand slowly, but expanded quickly to its maximum diameter. While moving the balloon distally and removing it, the pt's blood pressure dropped quickly. The physician decided to convert to an open surgical repair of the abdominal aortic aneurysm and placed a bifurcated vascular graft. During the open surgical procedure, the physician detected a rupture of the right external iliac artery, which was the apparent reason for the drop in blood pressure. A few hours later, the pt died because of the blood lost during the procedure. The physician made no allegation of deficiency regarding the excluder device used in this case.